Manufacturer narrative:
(B)(4). Concomitant devices - nexgen lps-flex porous femoral component size g right catalog #: 00596201752 lot #: 63978412, nexgen stemmed precoat tibial component size 7 catalog #: 00598005701 lot #: 63973597, nexgen straight stem extension 15mm x 30mm catalog #: 00598801215 lot #: 64175202, nexgen standard all poly patella 35mm catalog #: 00597206535 lot #: 64224630. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device is not available due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2022-00901, 0002648920-2022-00067, 0001822565-2022-00902, 0002648920-2022-00068, 0002648920-2022-00069. Investigation incomplete.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address pain and suspected aseptic loosening approximately three (3) years post-operatively. However, during the revision, all implants were found to be well-fixed. All devices were removed and replaced. Attempts have been made, however, no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b6, g3, g6, h2, h3, h6, h10. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address pain and suspected aseptic loosening approximately three (3) years post-operatively. However, during the revision, all implants were found to be well-fixed. All devices were removed and replaced. Revision operative notes noted osteopenia and that upon removal of the femoral component, there was bone loss anteriorly. The tibial component was removed with minimal bone loss. Attempts have been made, however, no additional information is available at this time.